Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and photos of the product were taken. Upon review of the sutures they do appear to have several lose threads, giving the sutures the reported fluffy appearance. The sutures appear to have not come in contact with the patient. The evaluation of the pictures and personal inspection of the sutures confirm the complaint for damaged sutures. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI # - (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This medwatch was submitted on jun 30, 2017, however acknowledgements were not being received due a firewall issue and an FDA update issue. When the 3rd acknowledgment was received on jul 3, 2017 it was noted to have failed. Correction was completed and the report has been resubmitted. Submission date will be documented as jun 30, 2017.

Event description:
It was reported that the surgeon discovered that the suture appeared fluffed/damaged after the nurse opened the packaging during surgery. An alternative suture was used to complete the surgery without any further issue. No patient consequences were reported as a result of the malfunction.